Event description:
It was reported that the patient passed away due to chronical inoperable infection in the chest, cardiac arrest, and gastrointestinal (gi) bleed. It was communicated on 24feb2026 that the patient came in on (B)(6) 2026 with cardiac arrest with hemoglobin (hgb) of 6. The patient had coffee ground emesis (vomiting) in the ambulance. Additionally, the source of the bleeding could not be identified. The patient had chronic infection and new fluid collection appeared in (B)(6) 2025. The patient was treated with debridements and antibiotics since that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.